Event description:
--

Event description:
Boston scientific crm received information that during a bi-ventricular upgrade procedure when the pocket was opened it appeared the suture sleeve on this right ventricular lead had split in two pieces. The physician believes during the initial implant procedure, the suture sleeve was tied so tight that it cut the suture sleeve. The lead was functioning fine, however per an x-ray it appeared the second half of the suture sleeve migrated so the physician elected to place a new lead. When trying to remove the original lead, the tip got caught on the tricuspid valve so the physician cut and capped the lead. No adverse patient effects were experienced during this procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, only the proximal segment of the lead was returned. Half of the suture was returned and tied down on the lead body at 18 cm from the terminal pin. It appeared by visual observation that the suture sleeve had been tied through the suture. Set screw marks were noted on the terminal pin and ring assembly. The lead was then subject to resistance testing and measurements were normal, verifying the lead's electrical performance.

Manufacturer narrative:
The boston scientific crm sales representative was not sure if the portion of the lead removed was saved for return. Should any additional information become available, this event would be updated.